Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator. A second speedband superview super 7 was used but still the bands did not deploy off the ligator. A third speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a fourth speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.